Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient presented to the clinic after feeling symptomatic. Device did not respond appropriately to vt. Review of the egms indicated episodes of vt that was misdiagnosed as svt. Suggested programming changes were made to device. Patient was fine after event.